Event description:
It was reported that during a pta procedure the guidewire became stuck mid-way inside the catheter. The catheter only was removed and replaced with another of the same make & type with the same results occurring. The catheter only was removed and replaced with a competitor's to successfully complete the procedure without further complications being reported.